Event description:
It was reported that the patient awoke with the continuous glucose monitoring alarm reading high and had inadvertently removed the infusion set during sleep, followed by a full supply change; glucose remained elevated shortly after the change, and the system-held algorithm deferred additional correction due to insulin on board until levels began to decline, after which glucose returned to range. Symptoms included hyperglycemia with the patient initially not feeling well, later improving. Outcomes included no hospitalization and return to target glucose range. Investigation included review of device reports and glucose data and provision of troubleshooting and education. Investigation of this case revealed transient hyperglycemia following a set change with no device malfunction identified and algorithm behavior consistent with insulin-on-board constraints. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.